Event description:
It was reported to medtronic neurosurgery that there was leakage from the catheter. According to the report, the patient is under observation.

Manufacturer narrative:
The catheter was patent and passed the leak check. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted on the interior of the catheter. No other anomalies were noted. A review of the manufacturing records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of manufacture.